Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(4), batch: (B)(4).

Event description:
It was reported that the patients ipg pocket was protruding after it was eroding from getting rubbed by jeans and belt. It was noted that the patients ipg site had an opening, and it was visible. The patient went to the emergency room and was prescribed antibiotics. The patient underwent a system explant procedure and was doing well postoperatively. The explanted devices were not returned as they were kept by medical facility.